Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that at the end of the case there were supposed to be four bullets but there were only three bullets. It is unknown if the bullet was left in the patient's body. The patient was sent for an x-ray, but the device is titanium and it is unlikely that it could be seen. There were no reported complications and the patient was fine.

Manufacturer narrative:
(B)(4). A device history record review was issued for the following lot numbers: the lot number 74l1601274 & 74b1801897 belongs to the product number 833-123 and lot number 74k1602886 belongs to the product number 833-213lp. For batches 74l1601274 and 74k1602886 no issues or discrepancies were found that can be related to the failure mode reported in the customer complaint. For lot number 74b1801897, a nonconformance was issued for another condition that is not related to the failure mode reported. An attempt to duplicate the failure mode was not made due at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause.

Event description:
It was reported that at the end of the case there were supposed to be four bullets but there were only three bullets. It is unknown if the bullet was left in the patient's body. The patient was sent for an x-ray, but the device is titanium and it is unlikely that it could be seen. There were no reported complications and the patient was fine.

Manufacturer narrative:
(B)(4). Device history record of batch numbers 74j1500248, 74e1503075 & 74b1500665 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot's in question that can be associated to the complaint reported. DHR's shows that the product was assembled & inspected according to our specifications. See attached DHR records. An attempt to duplicate the failure mode was not made due at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause.

Event description:
It was reported that at the end of the case there were supposed to be four bullets but there were only three bullets. It is unknown if the bullet was left in the patient's body. The patient was sent for an x-ray, but the device is titanium and it is unlikely that it could be seen. There were no reported complications and the patient was fine.

Manufacturer narrative:
Qn# (B)(4). Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause.

Event description:
It was reported that at the end of the case there were supposed to be four bullets but there were only three bullets. It is unknown if the bullet was left in the patient's body. The patient was sent for an x-ray, but the device is titanium and it is unlikely that it could be seen. There were no reported complications and the patient was fine.